Manufacturer narrative:
B1: added product problem based on additional information. H6: added code a150203.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the injury was not determined due to insufficient clinical details. Difficult to place or position: the cause of the issue was not determined due to insufficient clinical details.

Event description:
An 87-year-old male patient presented to the emergency department on (B)(6) 2025, with complaints of severe chest pain and upper abdominal pain. The patient was taken to the cardiac catheterization laboratory, where coronary angiography demonstrated significant multivessel coronary artery disease with near 100 percent occlusions of the left circumflex coronary artery and the left anterior descending coronary artery. Intravascular ultrasound imaging was initiated, at which time, according to staff, the patient clinically decompensated and became bradycardic and hypotensive. Multiple emergency medications were administered without response, and cardiopulmonary resuscitation was initiated. The patient experienced multiple runs of ventricular tachycardia and ventricular fibrillation and required defibrillation. Given the patient¿s condition, the decision was made to place an impella cp. The patient was transferred to the intensive care unit, where multiple device repositionings were performed. The patient was noted to have coffee-ground emesis via the nasogastric tube. The patient required transfusion of multiple units of blood products over a two-day period. The patient was successfully weaned from impella support and the device was explanted on (B)(6) 2025. The event is being conservatively coded as a bleeding event; however, the patient was critically ill and had experienced cardiac arrest and upper abdominal pain prior to impella use.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation is ongoing.

Event description:
The complainant requested additional information upon request: "1. Device repositioned in lab. Device eventually weaned and explanted and patient recovered. No patient injury noted in relation to impella 2. Device not available for return."